Event description:
It is reported that the patient faced insulin flow blocked issue with two infusion sets on (B)(6) 2026 which leads to high blood glucose levels and was treated by insulin pen.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.